Event description:
It was reported that the lead was removed due to fracture.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported lead fracture was confirmed. The lead was returned in two sections. Analysis found insulation abrasion at several locations. The is-1 proximal and df-1 rv cables were exposed. The df-1 svc coil was crushed at 22 cm from the distal electrode. The is-1 distal coil wires were fractured in this area.